Event description:
Opened new femostop device. Pulled red tab to activate. No digital number on screen. Device malfunction. Able to squeeze to increase pressure but no gauge showing on display.note: previous events with this product last year suggested user error may have been involved in some cases. However, rn performing this event was very capable and experienced with this device.